Event description:
Peel away sheath over dilator unit was threaded over wire during PICC catheter insertion. The dilator and wire were removed. PICC inserted to the premeasured 44 cm. The wings of the dilator snapped as per manufacturer instructions. One wing broke off from the wings and sheath, and the sheath did not split as it is supposed to do. The sheath was removed from the venipuncture site, forceps were used to complete the sheath split and reinsert the PICC fully to the premeasured 44cm. The catheter with the sheath was pulled back 10cm and the sheath was manually split and removed. The catheter was reinserted to full measurement.